Manufacturer narrative:
Per the reported event, the medtronic rep on-site was able to determine that the system had a loose connection between the camera and cart. The connection was secured and the issue was resolved.

Event description:
A medtronic rep reported that the camera was cycling during a case. They brought another treon system in to finish the case. There was no impact to the pt. He took the treon in the hall and determined that the connection between the powercomm cable and the cart appeared to be loose. He tightened it and tested the camera. It did not cycle. There were no further issues.